Event description:
It was reported that cartridge alarm occurred repeatedly on pump during use and recurred even after caller attempted to load new cartridge. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Caller was guided by technical support to load new cartridge using proper technique, advised to switch to multiple daily injections as backup insulin therapy, and was provided replacement pump with instructions to place current pump in storage mode, re-enter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label within specified time frame.